Event description:
It was reported that there was ripped and bubbled dso seal. There was no patient involvement and no patient harm.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The downstream occlusion (dso) seal was identified to be delaminated, but no tearing was observed. The device tested normally, and the dso seal was replaced preventatively.